Event description:
During a standard dental treatment, the handpiece heated up. The patient complained about increasing temperature at the lip and dentist immediately interrupted the treatment. Hence the patient was not harmed. No medical care necessary. Date of event was not supplied, hence best estimate.

Manufacturer narrative:
Prior to the repair the instrument has been checked against the valid specification. It was found that the bearings have been running gritty, causing higher friction and hence heat up of the instrument. After disassembly it got also visible that the push button had a groove worn into it, indicating that it was in contact with the chuck release while instrument was running. This causes a quick heat up of the push button and is a sign that the instrument's head was used to lift soft tissue away. To avoid such issues the IFU contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: 2.2 improper use because the operation with an electric motor involves a higher torque, patients, users and other people can suffer injuries and serious burns if an instrument is damaged or used improperly. > check the technical condition before each use. > never press the push-button during operation of the device. > never use the instrument to keep the cheek, tongue or lip at a distance. > never touch soft tissue with the handpiece head or instrument cover. 2.3 technical condition a damaged product or not kavo original components could injure patients, users or third parties. > only operate devices or components if they show no signs of damage on the outside. > check to make sure that the device is working properly and is in satisfactory condition before each use. > have parts with sites of breakage or surface changes checked by the service personnel. > if the following defects occur, stop working and have the service personnel carry out repair work: · malfunctions · damage (e.g., from dropping) · irregular running noise · excessive vibration · overheating · dental bur is not seated firmly in the handpiece to ensure optimum function and to prevent property damage, please comply with the following instructions: > service the medical device regularly with care products and systems as described in the instructions for use. > the device should be reprocessed and stored in a dry location, according to instructions, if it is not to be used for an extended period of time.